Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported the device had not been working for her for about four (4) years, the battery depleted after one (1) year, and the programmer was not communicating with the implantable neurostimulator (ins). The consumer had visited with the physician, been in communication with the office, and was advised she might need a battery change. It was noted that the implant was moved from one position to another. The issue was not resolved and the consumer was upset that the battery depleted so fast. Additional information received from the representative reported the consumer was scheduled for a replacement/modification on (B)(6) 2016. The representative previously saw the consumer on (B)(6) 2016 at which time the eos (end of service) was observed. Prior to that, it showed high intensities to accomplish any sensations. The consumer's husband noted that the consumer never adjusted anything with her programmer either. Further information received from the representative noted that the consumer did not have her patient programmer when she met with the representative on (B)(6) 2016. The consumer had been scheduled for a system revision on (B)(6) 2016 at that time. She had been seen previously by a urology resident on (B)(6) 2016 with somewhat elevated thresholds as follows: +,0- = 3.6v; c+. 0- = 7/7v; c+, 2- = 2.6v ; 0+, 2+. 1- = 2.2v; but normally functioning ins. The eos was noted to have occurred sometime between (B)(6) and (B)(6). Further information received from the representative reported the consumer's replacement/revision had been postponed with a date to be determined. A revision a few years ago was necessary as the original site was ineffective; subsequently it was working somewhat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.